Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm emerge balloon catheter was advanced for pre-dilatation. However, upon inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition was stable.